Event description:
The nurse alleged that the bed exit not alarming and the patient fell out of bed and fractured their ribs.

Manufacturer narrative:
The technician investigation and the nurse stated that the patient was on the floor and complained of abdominal pain. The patient went for test and a fractured rib was discovered. No treatment information released by the account. The technician inspected all functions on the bed and found the bed to be functioning as designed.